Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report filed, user facility medwatch report (mw5068382) received: event description: during diagnostic cardiac catheterization, #6f perclose suture mediated closure system became fixed in the right common femoral artery. The pt was taken to the operating room where the vascular surgeon clipped the suture and remove the device in its entirety. There was no harm to the pt as a result of this event.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties removing the device; however, the treatment appears to be related to circumstances of the procedure as the device was surgically removed, requiring further hospitalization. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery (rcfa) was attempted using a proglide device via 6f sheath after a diagnostic procedure. Reportedly, the proglide device was deployed but could not be removed from the patient anatomy. Multiple attempts were made to remove the proglide device; however, the device was stuck in the rcfa. A cut down procedure was performed to remove the proglide device and surgically suture the rcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. The patient was kept overnight and discharged to home the next day. No additional information was provided.